Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained alarm to the home patient. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. A leak test, clear passage test, clamp function test, and a device to device interaction test were performed with no issues noted. The reported issue could not be identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.